Manufacturer narrative:
As part of initial troubleshooting process, the customer was asked to perform a placement test which resulted in "no signal" in all the directions. A transmitter diagnostic log was requested from the customer to further evaluate the issue. But since the customer had no computer, he could not perform diagnostic log upload. The case was escalated to technical support team who determined that the issue could be with the transmitter and a transmitter replacement was given to help resolve the issue. The new transmitter worked a little better, but the issue with the disconnections was not resolved completely as the customer kept getting "weak" signal. The customer was then redirected to hcp to discuss about next steps such as removal and replacement of the sensor as the sensor might have been placed in a non-ideal location or inserted too deep. The customer scheduled an appointment with the hcp for sensor replacement. A sonogram was performed and the sensor was approximately 7 mm under the skin. The sensor could only be palpated by applying a lot of pressure. The hcp was unable to remove the sensor during the procedure. The next removal procedure would be performed in 6 months. A new sensor was successfully placed on the other arm to continue using eversense e3 cgm system.based on the available information, the most likely root cause of the issue could be attributed to sensor inserted deeper than usual.

Event description:
Senseonics was made aware of an incident where the user complained of receiving low to no signal from the sensor. The sensor was inserted on (B)(6) 2025 and the issue began appearing after warm up phase. A transmitter replacement did not resolve the issue and the user was redirected to hcp to discuss about next steps, such as removal and replacement of the sensor. The issue did not lead to any adverse event nor caused any patient harm.